Event description:
A falsely elevated troponin result was 124 u/l. This was inconsistent with other tests run on the sample. The sample was diluted and results indicated an apparent heterophilic antibody interference. The sample was sent to another laboratory and they confirmed heterophilic interference. The sample was pre-treated to remove the heterophilic interference, the troponin and mass ckmb results were normal. The product inserts for troponin and mass ckbm assays state that samples containing heterophilic antibodies could give fasely elevated results. Pt treatment was not prescribed or altered. There were no reports to adverse health consequences as result of the falsely elevated troponin and mass ckbm results.